Manufacturer narrative:
MFR# reference: 29056.

Event description:
Through follow-up, the surgeon reported the following additional information. Reportedly, poor visualization as a result of intraoperative transient bleeding contributed to the stent malpositioning in the patient¿s right eye. Per report, the stent could not be visualized postoperatively, and the stent positioning did not result in any adverse event. The patient¿s current status was reported as ¿very advanced glaucoma on both eyes (ou)¿ with adverse resolved.

Manufacturer narrative:
The device remains in the patient's eye; thus, date of implant is indicated. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro bypass stent system procedure, the surgeon inadvertently placed one (1) of the two (2) stents into the patient¿s iris intraoperatively. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the surgeon planned to leave the stent in place and will continue to monitor the patient. Additional information has been requested.